Event description:
The valve was explanted due to paravalvular leak and replaced with a carpentier-edwards pericardial valve. The pt had congestive heart failure prior to explant. Add'l info has been requested.